Manufacturer narrative:
(B)(4). The s-ICD remains in the possession of the field representative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), it was able to be interrogated in its packaging without issue and the initial set-up programming was performed. The session was ended and the implant procedure began. When the s-ICD was to be connected to the electrode, it was interrogated again its packaging; however, the programmer displayed an error message stating that the device required immediate attention and to contact boston scientific. The field representative put this device back into her bag and chose another s-ICD. The second s-ICD was able to be set up and implanted without issue. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted to inquire about the observed error message. A ts consultant discussed that this is a da error which is a benign memory inconsistency that can occur with these devices but as it is self-correcting, it does not affect functionality. Data was submitted to engineering for further review to ensure the s-ICD can be implanted. The s-ICD was never removed from the original packaging and remains in the possession of the field representative. Engineering reviewed the device data and confirmed that the da error was a benign reset and the device can be implanted at a future time. The ts consultant discussed that because the device is now out of storage mode, it will display the hi alert for high impedance and will emit tones. The field representative will have to interrogate the device weekly to stop the tones until the device is implanted.